Event description:
This lead was explanted on (B)(6) 11 after being implanted on (B)(6) 11. No other information is known. The procedure took place at methodist hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)